Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('fragments are left where this device has broken apart') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency, menorrhagia and stress incontinence, female. Concomitant products included amlodipine besilate;atorvastatin calcium (caduet). In (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches") and alopecia ("hair loss"). In december 2013, the patient experienced depression ("psych injury/mild depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dizziness ("dizziness") and tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2014, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). In april 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In may 2016, the patient experienced teeth brittle ("dental probs: several root canals and teeth are brittle and sensitive"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced rash erythematous ("red rash after showers"). In (B)(6) 2017, the patient experienced visual impairment ("decreased vision in right eye"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nervous system disorder ("nuero cond/prob"), rash papular ("itchy bumps"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), arthralgia ("hip pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), uterine enlargement ("enlarged uterus"), hyperaesthesia teeth ("sensitive teeth"), gallbladder disorder ("I had to have gallbladder surgery"), abdominal pain upper ("stomach pain"), pain ("body ache"), dental caries ("decaying teeth"), frustration tolerance decreased ("frustration"), constipation ("constipation"), pruritus ("itching") and hypertension ("I also have high blood pressure"), underwent endometrial ablation ("ablation") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and blood pressure abnormal ("blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash papular, rash erythematous, migraine, arthralgia and back pain had resolved, the device breakage, endometrial ablation, dyspareunia, nervous system disorder, teeth brittle, weight increased, hormone level abnormal, photosensitivity reaction, female sexual dysfunction, cyst, nausea, feeling abnormal, amnesia, dizziness, tinnitus, dysmenorrhoea, visual impairment, diarrhoea, abdominal distension, uterine enlargement, hyperaesthesia teeth, gallbladder disorder, pain, dental caries, frustration tolerance decreased, blood pressure abnormal, constipation, pruritus and hypertension outcome was unknown and the depression, fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blood pressure abnormal, constipation, cyst, dental caries, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gallbladder disorder, hormone level abnormal, hyperaesthesia teeth, hypertension, migraine, nausea, nervous system disorder, pain, pelvic pain, photosensitivity reaction, pruritus, rash erythematous, rash papular, teeth brittle, tinnitus, uterine enlargement, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, hormonal changes, nuero cond/probs., fatigue, weight gain, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: a. Left fallopian tube and essure device,salpingectomy: -fallopian tube within normal limits a. Uterus, cervix: right fallopian tube with es$ure device; total hystereqtomy, salpingectomy: endometrium with elastosis myometrlum.and ceryix within normal limits fallopian tube within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- new events I had to have gallbladder disorder, fragments are left where this device has broken apart, stomach pain, body ache, decaying teeth, frustration, blood pressure, constipation, itching, I also have high blood pressure were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('fragments are left where this device has broken apart') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency, menorrhagia and stress incontinence, female. Concomitant products included amlodipine besilate;atorvastatin calcium (caduet). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psych injury/mild depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dizziness ("dizziness") and tinnitus ("tinnitus"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In (B)(6) 2016, the patient experienced teeth brittle ("dental probs: several root canals and teeth are brittle and sensitive"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced rash erythematous ("red rash after showers"). In (B)(6) 2017, the patient experienced visual impairment ("decreased vision in right eye"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nervous system disorder ("nuero cond/prob"), rash papular ("itchy bumps"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), arthralgia ("hip pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), uterine enlargement ("enlarged uterus"), hyperaesthesia teeth ("sensitive teeth"), gallbladder disorder ("I had to have gallbladder surgery"), abdominal pain upper ("stomach pain"), pain ("body ache"), dental caries ("decaying teeth"), frustration tolerance decreased ("frustration"), constipation ("constipation"), pruritus ("itching") and hypertension ("I also have high blood pressure") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and blood pressure abnormal ("blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash papular, rash erythematous, migraine, arthralgia and back pain had resolved, the device breakage, endometrial ablation, dyspareunia, nervous system disorder, teeth brittle, weight increased, hormone level abnormal, photosensitivity reaction, female sexual dysfunction, cyst, nausea, feeling abnormal, amnesia, dizziness, tinnitus, dysmenorrhoea, visual impairment, diarrhoea, abdominal distension, uterine enlargement, hyperaesthesia teeth, gallbladder disorder, pain, dental caries, frustration tolerance decreased, blood pressure abnormal, constipation, pruritus and hypertension outcome was unknown and the depression, fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blood pressure abnormal, constipation, cyst, dental caries, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gallbladder disorder, hormone level abnormal, hyperaesthesia teeth, hypertension, migraine, nausea, nervous system disorder, pain, pelvic pain, photosensitivity reaction, pruritus, rash erythematous, rash papular, teeth brittle, tinnitus, uterine enlargement, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, hormonal changes, nuero cond/probs., fatigue, weight gain, hair loss, dental problems. Date of essure insertion:(B)(6) 2012 (as per pif)- discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: a. Left fallopian tube and essure device,salpingectomy: fallopian tube within normal limits. A. Uterus, cervix: right fallopian tube with essure device; total hystereqtomy, salpingectomy: endometrium with elastosis. Myometrlum. And ceryix within normal limits. Fallopian tube within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Fu 7 and 8 processed together. On 24-feb-2020: no new clinical information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary frequency, menorrhagia and stress incontinence, female. Concomitant products included amlodipine besilate;atorvastatin calcium (caduet). In (B)(6) of 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) of 2013, the patient experienced depression ("psych injury: mild depression"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dizziness ("dizziness") and tinnitus ("tinnitus"). In (B)(6) of 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In (B)(6) of 2014, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type: sun"). In (B)(6) of 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In (B)(6) of 2016, the patient experienced teeth brittle ("dental probs: several root canals and teeth are brittle and sensitive"). In (B)(6) of 2016, the patient experienced nausea ("nausea"). In (B)(6) of 2016, the patient experienced rash erythematous ("red rash after showers"). In (B)(6) of 2017, the patient experienced visual impairment ("decreased vision in right eye"). In (B)(6) of 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant), experienced abdominal pain ("abdominal pain"), nervous system disorder ("nuero cond/prob"), rash papular ("itchy bumps"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), arthralgia ("hip pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), uterine enlargement ("enlarged uterus") and hyperaesthesia teeth ("sensitive teeth") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash papular, rash erythematous, migraine, arthralgia and back pain had resolved, the endometrial ablation, dyspareunia, nervous system disorder, teeth brittle, weight increased, hormone level abnormal, photosensitivity reaction, female sexual dysfunction, ovarian cyst, nausea, feeling abnormal, amnesia, dizziness, tinnitus, dysmenorrhoea, visual impairment, diarrhoea, abdominal distension, uterine enlargement and hyperaesthesia teeth outcome was unknown and the depression, fatigue and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, feeling abnormal, female sexual dysfunction, hormone level abnormal, hyperaesthesia teeth, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, photosensitivity reaction, rash erythematous, rash papular, teeth brittle, tinnitus, uterine enlargement, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, hormonal changes, nuero cond/probs., fatigue, weight gain, hair loss, dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2013: total bilateral occlusion. Pathology test on (B)(6) 2018: a. Left fallopian tube and essure device,salpingectomy: fallopian tube within normal limits a. Uterus, cervix: right fallopian tube with es$ure device; total hystereqtomy, salpingectomy: endometrium with elastosis; myometrlum.and ceryix within normal limits; fallopian tube within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received events "plaintiff claimed ablation, allergic or hypersensitivity reaction type: sun, apareunia (inability to have sexual intercourse), mild depression, itchy bumps, red rash after showers, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, nausea, dental problems: several root canals and teeth brittle and sensitive , brain fog, memory loss, dizziness, tinnitus, dysmenorrhea (cramping), vision/eye problems type: decreased vision in right eye, fatigue, gastrointestinal or digestive system condition type: bloating, diarrhea and hair loss, hip pain, low back pain" were added. Outcome of events "pain, migraine, rashes" were updated as recovered and "hair loss, fatigue, depression" were updated as recovering. Lab data, concomitant drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), alopecia ("hair loss"), nervous system disorder ("neuro cond/prob"), tooth disorder ("dental probs.") And fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, psychological trauma, alopecia, nervous system disorder, tooth disorder, fatigue, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, hormone level abnormal, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, hormonal changes, neuro cond/probs., fatigue, weight gain, hair loss, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case is upgraded to incident. Injury event was replaced. New events added: pelvic pain, abdominal pain, dyspareunia, hormonal changes, neuro cond/probs., fatigue, weight gain, hair loss, dental problems. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.